Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. According to the report, the patient observed the device rupture towards the end of infusion. Roughly 3-5ml of solution remains in the housing. There is patient involvement, however, no patient injury or medical intervention reported due to this incident. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the whole monofilament loose, both cuffs were still attached to the link, and the posterior cuff was engaged to the posterior needle tip. The anterior cuff tabs were damaged. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches square) was broken off and was not returned. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. Reportedly, calcification was noted when femoral angiogram was performed. There was no abnormal observation found on the returned device that could have contributed to the reported event. The root cause for the anterior cuff to needle tip detachment is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss occurred and a second proglide device was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.